Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility those phenomena were attributed to the components failure on the printed circuit board of the subject device due to the repeating use because it has been passed more than 9 years since manufacturing the subject device. Since the printed circuit boards process and output video signals, therefore, it might have been occurred that the image of the subject device was not displayed. Also, since the printed circuit board controls the start-up of the device, therefore, it might have been occurred that the front panel of the subject device was lit up all the time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and the front panel of the subject device was lit up all the time at the preparation for use. The intended unspecified procedure was completed with another device. On the next day, the field service engineer of olympus (B)(4) went to the user facility and checked the subject device. It was duplicated the reported phenomenon which the image of the subject device was not displayed and the front panel of the subject device was lit up all the time. The user refused to return the subject device for repair to olympus (B)(4), so the field service engineer suggested not to use the product and was received the user acknowledged by the user signature. There was no patient injury associated with this report.